Event description:
It was reported that while using the ilet bionic pancreas on the second day of pump use, the user experienced recurrent low glucose alerts and sought a way to silence alarms during an upcoming funeral; troubleshooting focused on meal announcements and correcting an unusually large meal, and oral glucose was advised for lows with guidance to consume typical meal sizes and to take sugar before meals if low. Symptoms included hypoglycemia with no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.